Manufacturer narrative:
Information references the main component of the system, other applicable components are: product ID: 3387s-40, lot# unknown, product type: lead.

Event description:
Information was received from a health care provider (hcp) via a medwatch report regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported that the patient developed an unrelated squamous cell carcinoma in multiple spots over the last several months and has had multiple surgeries. In (B)(6) 2016, the patient developed a large spot that progressed in size over the implantable neurostimulator (ins) pocket on his right anterior shoulder; the spot opened and was draining. The ins was explanted in (B)(6) 2016. Labs on (B)(6) 2016 included - "hypoderma gangrenosum lesions on the left posterior ribs, left hip, and groin. (B)(6) for (B)(6) in right occ. Scalp wire site".

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.